Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. Customer stated that insulin pump was not vibrate during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube.